Event description:
The customer reported that the jaw would no longer open during the case. The device was not on tissue at the time. There was no injury to the pt. The device was returned to the manufacturer and the clear insulation was not attached and missing. The customer could not account for the clear insulation but does not believe that it came off of the device before it was packaged to be sent for investigation.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.